Event description:
Hemoglobin drop from 15 to 12 over two month period. Lactate dehydrogenase >2000 to 1500. Haptoglobin undetectable. Computed tomography angiography of left ventricular assist device on (B)(6)2021 with outflow cannula clot.